Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Upon deployment of the cardiomems sensor, the sensor stuck to the delivery catheter. The physician attempted to bump the sensor with the swan balloon with no success. During that time, the patient experienced hemoptysis. The whole delivery system was removed and the sensor became unstuck and migrated to the right pulmonary artery unintentionally. The sensor was calibrated and successful readings were taken. The patient was not intubated and is stable condition.